Manufacturer narrative:
One device was returned for repair with complaint that air in line sensor was unresponsive. Event history log reviewed. No relevant event history found. No relevant service history found within review period. The reported issue was replicated through air detector test. The cause of the reported issue was the air in line detector connection was not properly attached. The reported issue was resolved by properly attaching the air in line sensor to the printed wire assembly (pwa) board. Device passed all testing criteria post repair.

Event description:
It was reported that the air-in-line sensor was unresponsive. The event occurred during testing. There was no patient involvement.